Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 08/14/2014. Expanded evaluations shows the unit was part of a recall and joystick appeared to have scuff marks on case. Unit was tested and could not duplicate the acceleration issue. Battery indicator led's would not fully illuminate but still functioned. MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user's sister, stated, that her sister often runs into things damaging the wall and heaters. (B)(6) states, her sister has a neurological disorder and she believed that may have been the reason for the incidents. (B)(6) also stated, that she attempted to test the chair to show her sister how to operate it, when she experienced acceleration. (B)(6) states, there were no injuries associated with the incident but they have had to repair several things.